Manufacturer narrative:
G4: 16jul2020 b4: (B)(6) 2020 the power supply was returned to manufacturer to failure investigation(fi) for analysis. It was determined no fault was found. Fi could not replicate the problem with the returned power supply. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 13mar2020 b4: (B)(6)2020. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse tested the unit by trying to power it up on ac (alternating current) power only and then the battery only. The case was opened up and all the connections were confirmed to be secure. The fse tried to power up the unit again with just ac power but the issue persisted. The fse replaced the power supply and ac inlet and the unit powered up on both ac and battery power. The customer later reported that they were unable to get the unit to pass testing. The fse will return to the site and install a power management board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 14apr2020 b4: (B)(6)2020. The fse (field service engineer) replaced the power management (pm) board and the issue was resolved. The unit powered up normally. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14feb2020.

Event description:
It was reported that the unit would not transition from battery power to ac power. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the power management board.